Event description:
Customer reported the system is shutting down it itself, has a noisy fan, and has lights that keep flashing. Problems occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the single board computer, adjusted power supply voltages, replaced the sbc battery, reset cmos settings. System does not lock after boot-up. System operates as intended.